Manufacturer narrative:
Concomitant medical devices: product ID: 3888-56, lot# va0k9at, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# va0k9at, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: b)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer implanted for chronic low back pain and spinal pain reported via the manufacturer's representative (rep) they were experiencing spasms and pain around the leads. There were no diagnostics performed that the rep. Was aware of. The implanting physician determined the consumer was having a reaction to the leads so the spinal cord stimulator and peripheral stimulator were explanted. Following explant the issue was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).